Manufacturer narrative:
On 27-jan-2022, the initial reporter confirmed that the medical device model/catalog number was reported incorrectly. Per the reporter, the correct product number is 8881850510.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during a medical injection, the medication started leaking out of the needle near the safety device. The needle was securely attached to the syringe, the leak did not occur there. They could visibly see the medication was leaking from the needle. The patient did not receive full dose. Additional information provided on 13-dec-2021 stated that there were no issues noted regarding the needle. The medication being injected was erwinia dose: 14,250 iu. They estimate that 0.5 mls was lost. The patient missed part of the chemotherapy dose. This drug is on critical supply therefore was unable to be remade which could affect the tumor response as the dose was not as therapeutic. The patient's parent reported that same thing happened on the inpatient unit previously. Additional information about the previous incident was requested however the initial reporter stated that the item code, lot number and event date were unknown. It was unknown if it was a cardinal health device. It was stated that it was the same medication and same outcome. No further details regarding the previous incident are available.